Manufacturer narrative:
UDI not available for this system. Continuation of concomitant medical products: other relevant device(s) are: product ID: bi71000125, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: bi71000126, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray batteries were not holding charge high enough. The batteries were changed and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a planned maintenance (pm), a manufacturer representative found that the battery was not holding a normal charge. There was no patient present when this issue was identified.